Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used. Approximately 6 months ago explantation #25, 26. Large bone defect was present, followed by augmentation.